Event description:
Information was received indicating that this cadd extension set exhibited leaking while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Received on 23-april-2019 indicating the event date, patient information and there was no patient injury due to the reported event.